Event description:
It was reported that "while unpacking, nurse michael noticed that the needle was not out of the system and complained about the product directly to me. The patient will not be treated until the next few days. Replacement will be sent to the customer." The information provided states the event occurred during the convective radiofrequency water vapor thermal therapy procedure and while the device was inside the patient.

Event description:
It was reported that during preparation for a radiofrequency water vapor thermal therapy procedure, the nurse observed that the delivery device needle was not in a deployed state upon unpacking. The physician did no treat the patient and re-scheduled the procedure due to the reported event.

Manufacturer narrative:
Correction provided in: b5 describe event or problem, and d3 manufacturer name. Additional information provided in: h6 evaluation method codes, h6 evaluation result codes and h6 evaluation conclusion codes. The product was not returned for evaluation. Therefore, visual and functional analyses could not be performed. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Based on the information provided, the cause of the reported event cannot be confirmed. A conclusion code of cause not established was assigned to this investigation.